Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon was inserting a 12.6mm micl 12.6 implantable collamer lens and noted the lens was tearing. There was patient contact with the tip of the cartridge but no contact with the lens. There was no patient injury. The backup lens was implanted. The reporter stated the cause of the event was the lens was loaded incorrectly by the tech/user error.

Manufacturer narrative:
(B)(4). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.